Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem clinical diabetes specialist met with the customer and healthcare provider (hcp) on (B)(6) 2018. Customer was admitted to the hospital for a cardiac issue, not diabetes. Clinical team was concerned about elevated blood glucose. Customer's hcp reviewed pump data and found that the customer had not been delivering boluses for food. Hcp reported no issue with the pump delivering insulin and the customer was struggling with compliance issues. Customer acknowledge there were no problems with the pump. Reportedly, customer bolused more and adopted good infusion set habits. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 740 mg/dl. Insulin injections were administered. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Cause of event was related to infection (medical staff reported) and possible infusion site issues. However, customer continued to report "pump issues". Customer's doctor did not believe pump malfunctioned. Customer was discharged on (B)(6) 2018 with elevated bg/dka resolved. Pump supplies were changed and insulin delivery was resumed.